Event description:
It was reported to philips that the device was showing an equipment disabled error message / system failure. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty therapy pca and processor pca. The fse replaced the therapy pca and processor pca. The device passed all performance assurance tests and was placed back into use with the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.

Event description:
It was reported to philips that the device was showing an equipment disabled error message / system failure. There was no patient involvement.